Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 ra lead, 694975 rv lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead is plugged into the right ventricular (rv) port. Lead integrity alert (lia) triggered for sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.